Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer noticed scratches on the insulin pump's reservoir area. Customer's blood glucose level was 269 mg/dl. The customer experienced high blood glucose levels. Her blood glucose level was 600 mg/dl on sunday (B)(6) 2016. The customer treated her high blood glucose level with a bolus and manual injection. The paramedics were dispatched as a result of her high blood glucose level. A bent cannula led to her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.